Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic renal disease, ischemic stroke, transient ischemic attack, coronary artery disease, peripheral artery disease, heart failure, and previous bleeding. Complications reported included patient device interaction problem (thrombus), patient device incompatibility (endocarditis), myocardial infarction, stroke, intracranial hemorrhage, endocarditis, thrombus, pericardial effusion, heart failure, transient ischemic attack, bleeding, arrhythmia, surgical intervention (pacemaker implant), unexpected medical intervention, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: early and late hospital readmissions after percutaneous left atrial appendage closure. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "early and late hospital readmissions after percutaneous left atrial appendage closure" was reviewed. This research article is a retrospective multicenter experience to evaluate the incidence, predictive factors, and clinical impact of hospital readmissions after left atrial appendage closure (lacc). The devices included in this study were amplatzer cardiac plug, amplatzer amulet, watchman flx, watchman 2.5, and other unknown devices. The article concluded that readmissions within the first year after laac were common, mainly relating to bleeding and heart failure events, and associated with patients' comorbidities burden. Readmission after laac conferred a higher risk of mortality during the 2 years after the procedure. [The primary and corresponding author was josep rodés-cabau, quebec heart and lung institut, quebec, canada, with corresponding e-mail: josep.rodes@criucpq.ulaval.ca.]. This study included patients who underwent percutaneous laac from 01 january 2009 to 31 december 2022. A total of 1419 patients were included in the study, of which 68.6% (973) received an abbott device. The average age was 75.9 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic renal disease, ischemic stroke, transient ischemic attack, coronary artery disease, peripheral artery disease, heart failure, and previous bleeding.